Event description:
It was reported by the facility that the loss of resistance syringe 'failed' and an additional injection was needed to complete the procedure.

Manufacturer narrative:
It was reported by the facility that the loss of resistance syringe 'failed' and an additional injection was needed to complete the procedure. According to the facility there were errors with the first procedure where the doctor stated the 'syringe wasn't allowing appropriate spread in the imaging'. Per the facility the next injection was able to be completed successfully after the doctor used 3 syringes. According to the doctor, 'the loss of resistance syringe did not have resistance and allowed the blue portion of the syringe to move freely within it'. The sample was not returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.